Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: oct 21, 2003. The review showed that a nonconformance was generated during device production due for an uneven finish. Rework of the t-handle included the t-handle being buffed and blended to uniform finish and handle was passivated. All parts then passed inspection. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes quick connect t-handle broke. The issue was discovered outside of the operating room in sterile processing. It is unknown when the device was broken. There was no patient or procedure involvement identified as being associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The 311.44 lot number 4666808 t-handle with quick coupling was returned. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 311.44 t-handle with quick coupling is an instrument routinely used in the 4.5mm and 6.5mm headless compression screws system per relevant technique guide. The device was returned and reported to have broken. This condition is confirmed; the shaft of the t-handle has fractured where it connects inside the t-portion of the t-handle. It is likely that over thirteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in 10/2003 and is over thirteen years old. The balance of the returned device is in fairly worn condition with a small bend to the shaft of the device and some roughness in opening and closing the quick couple mechanism. The etched part and lot numbers curve around the shaft of the device implying that it was subject to significant twisting forces and deformed torsionally. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Non conformance report (ncr) is not relevant to the complaint condition as an uneven surface finish would have no bearing on the material strength of the device and would therefore not have contributed to the device breakage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.